Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10/2.25 flextome¿ cutting balloon¿ was selected for treatment. During the procedure, upon dilatation, it was noted that the balloon ruptured. The procedure was completed using this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The balloon protector cap was not returned for analysis. A visual examination observed that approximately 6mm of one blade and blade pad had lifted from the balloon's distal body. The blade and pad were not detached and were raised outwards. The three remaining blades were fully bonded to the balloon and no damage was noted to the blades. The returned device was attached to an encore inflation unit. Positive pressure was applied when a leak was noted from a longitudinal tear in the balloon body at 1mm proximal to the proximal end of the distal markerband for a distance of 8mm proximally. The tear was located at the area where the blade had lifted from the balloon. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The tip of the device was flared. This is consistent with the tip encountering resistance during advancement. A visual and tactile examination found that the outer was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10/2.25 flextome¿ cutting balloon¿ was selected for treatment. During the procedure, upon dilatation, it was noted that the balloon ruptured. The procedure was completed using this device. No patient complications were reported and the patient's status was good.